Manufacturer narrative:
(B)(4). Correction and additional information: during follow-up with the reporter, they indicated that the lot number was either 15b28v468 or 15c31v801. Additional information: lot 15b28v468 was manufactured on 02/16/2015 and lot 15c31v801 was manufactured on 03/12/2015. A batch review was conducted for lot 15b28v468 and 15c31v801 and there were no deviations found related to this reported condition during the manufacture of either lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the administration sets tubing separated from the chamber. The separation occurred during infusion. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Lot number is either 15c31v801 or 15d28v458. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.